Manufacturer narrative:
The capture lp device has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of capture lp strut separation during a procedure. The patient was undergoing treatment for ischemic stroke. The patient had an occlusion in the m1 middle cerebral artery (mca). Vessel tortuosity was described as severe. The parent vessel diameter was 3 mm. The capture lp and accessory devices were prepared as indicated in the IFU. During the procedure, the physician used several devices from other manufacturers prior to use of the capture lp. It was reported that the capture lp was advanced to the occlusion with difficulty due to vessel tortuosity. The capture lp was able to be deployed from the catheter and retrieved. Upon retrieval of the capture lp, the physician noticed that one of the three struts toward the proximal end of the stent section had separated. The strut was described as "poking out" perpendicular to the stent. There was reportedly no capture lp parts that remain in the patient. There were reportedly no patient issues in association with this event. At baseline, the patient's mrs was 2, nihss was 17, and tici score was 1. Post-procedure, the patient's nihss was 6 and tici score was 2b.

Manufacturer narrative:
The capture lp stent was returned for evaluation with its introducer sheath. No bends were observed on the pushwire. The distal markers was found intact. Two of three tethers were found to be separated from the pushwire. One of the broken tether and the stent¿s cells appeared to be missing from the stent. In addition, the strut of the stent¿s cell was also found to be separated. The broken ends were sent out for scanning electron microscope analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis findings, the reported event was confirmed. Scanning electron microscope (sem) analysis found that fatigue features were visible on the fracture surfaces. The rest of the fracture surfaces exhibit dimple features indicative of ductile overload. A review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per our instructions for use (IFU): ¿to prevent device separation: do not oversize device. Do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, re-sheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. Do not treat patients with known stenosis proximal to the thrombus site. If excessive resistance is encountered during the delivery of the mindframe capture¿ lp device, discontinue the delivery and identify the cause of the resistance. Advancement of the mindframe capture¿ lp device against resistance may result in device damage and/or patient injury.¿ if information is provided in the future, a supplemental report will be issued.